Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The probable cause was determined to be an app crash. The probable cause of the app crash could not be determined.